Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, a sclerosing agent was injected with the injection gold probe to treat a gastric ulcer. However, at this time, it was noticed that the needle on the injection gold probe would not retract back into the device. The device was removed from the patient with the needle extended. The account reported no scope damage. The procedure was completed with this device at that time. The account reported that the scope was not in a retroflex position and there was no visible damage to the catheter of the injection gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)